Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection was unremarkable for any lead abnormalities. Resistance and pressure testing were performed to assess the lead's electrical continuity and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis is unable to confirm allegations of lead dislodgement. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead had dislodged. A revision procedure was performed and the lead was removed from service and successfully replaced.